Event description:
The customer reports taking novorapid insulin based on an unknown result. Low blood glucose symptoms were reported 20 minutes later. At the hospital the customer tested 7.7 mmol/l on his mobile system, and 3.9 mmol/l and 4.1 mmol/l on two professional systems within 10 minutes of each other. No medical treatment was received. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.